Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced codes for long charge and charge times. During a stored treated episode with a delivered shock, the shock impedance was 5 ohms, which was low out of range. Technical services (ts) analyzed device episode data and found that the stored episodes were appropriate due to true ventricular tachycardia (vt) with possible external shocks delivered to convert the rhythm. There was non-physiological noise present at the end of one episode. It was determined that the charge time exceeded 44 seconds. Ts stated that the patient should be considered unprotected and this s-ICD system replaced. This s-ICD system was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of a melted fracture approximately 71mm from the terminal end that is likely attributed to explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced codes for long charge and charge times. During a stored treated episode with a delivered shock, the shock impedance was 5 ohms, which was low out of range. Technical services (ts) analyzed device episode data and found that the stored episodes were appropriate due to true ventricular tachycardia (vt) with possible external shocks delivered to convert the rhythm. There was non-physiological noise present at the end of one episode. It was determined that the charge time exceeded 44 seconds. Ts stated that the patient should be considered unprotected and this s-ICD system replaced. This s-ICD system was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system produced codes for long charge and charge times. During a stored treated episode with a delivered shock, the shock impedance was 5 ohms, which was low out of range. Technical services (ts) analyzed device episode data and found that the stored episodes were appropriate due to true ventricular tachycardia (vt) with possible external shocks delivered to convert the rhythm. There was non-physiological noise present at the end of one episode. It was determined that the charge time exceeded 44 seconds. Ts stated that the patient should be considered unprotected and this s-ICD system replaced. This s-ICD system was deactivated and replaced with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of a melted fracture approximately 71mm from the terminal end that is likely attributed to explant damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.